Manufacturer narrative:
The pump was received with a blank display due to corroded battery tube. Unable to verify the motor error alarm due to the blank display. The pump had moisture damage on the electronics. The pump had a corroded motor home switch. The pump was received with a corroded battery tube, minor scratches on the display window, and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
It was reported that the customer had a fluid in the reservoir compartment of the insulin pump. The blood glucose level was unk mg/dl. The troubleshooting was performed. The customer was advised to remove the reservoir and dry the reservoir with a q-tip. The customer reported that the drive support cap appears to be damaged. The customer was advised to return the broken insulin pump for analysis and will be sent a replacement of the pump. No further info was reported.